Event description:
It was initially reported on (B)(6) 2013 that the patient was to have an MRI as his neurologist wanted check brain activity but hadn¿t scheduled a date yet because they were waiting for insurance to approve it. The reason for MRI was noted to be seizures and that patient had seizures in his sleep. It was stated that the seizures had been going on for quite a while and had started in approximately 2010. The patient¿s drug delivered via the device was baclofen. It was later reported as of the date of this report that patient had attempted an MRI on (B)(6) 2013 and approximately 5 to 10 seconds after starting the MRI patient felt a vibration sensation, dizziness, and they were seeing double. The pump also alarmed. The patient instructed the health care provider (hcp) to stop the MRI because it was ¿pulling¿ and they were feeling lightheaded. It was noted that this was the patient¿s first MRI since having their pump implanted. The pump was later assessed by the health care provider on the same day following the MRI, and the pump was determined to have reset itself back to its normal settings. As of the date of this report, the vibration sensation, dizziness, and double vision had subsided since the pump was checked. In regards to the seizures it was stated that the patient has had seizures in the past, and they were going to see how much brain damage the seizures may have caused over the years. Follow-up information received from the physician in regards to seizure, stated that there was no adverse event from the intrathecal baclofen therapy.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).